Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: b5 and d9. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "b30" was caused by a failure of the image sensor unit due to conduction failure or circuit board inside the video connector caused by internal water invasion. Additionally, it is likely the event of "biopsy channel port was shaved" occurred due to external factors or handling. The following is included in the instructions for use: important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a b30 scope communication error message. There were no reports of patient harm and there was no impact on any health care professional.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to corrosion on endoscope connector, the b30(scope communication error) occurred. Also, the forceps channel port is shaved. Additionally, evaluation found the conduction test failed, the control section was broken, the angle wire was stretched, there was fluid invasion from the connector, there was deterioration/discoloration, there was breakage on the universal cord, there was deformation of the universal cord, it appeared to be knocked/dropped, the bending tube was caught. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.